Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2025 with a blood glucose (bg) level of approximately 25 mg/dl; cause was unknown. Due to low blood glucose level customer fell and cut lower part of eye, forehead, and cheek. Customer received stitches, and IV fluids of saline to address bg. Treatment resolved the issue and there was no permanent damage. Customer was released 12 hours later on (B)(6) 2025. Recommendation was made to consult with a healthcare provider regarding diabetes management.